Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The UDI is unknown due to the product being manufactured in 2008. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. Surgical intervention took place wherein the ipg was explanted and replaced.